Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and nephrolithiasis ('kidney stones') in a (B)(6) year-old female patient who had essure (batch no. A64633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c in 2010 and laparoscopy in 2005. On (B)(6) 2013 and (B)(6) 2014: pelvic ultrasound: normal retroverted uterus. Essure coils in bilateral tubes; normal adnexa. Concurrent conditions included kidney stones since 2014, postpartum state since (B)(6) 2013, endometriosis since 2005, cystitis interstitial since 2005, body mass index normal and retroverted uterus. Concomitant products included alprazolam (xanax) and ketorolac tromethamine (toradol). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain lower ("constant stabbing pain on left side / hurts on the other side and has progressively gotten worse"), 6 months 23 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("gastrointestinal or digestive system condition type:bloating"), endometriosis ("endometriosis"), pelvic pain ("pain/pelvic pain"), abdominal pain ("abdomen pain") and back pain ("back pain"). Essure treatment was not changed. At the time of the report, the uterine perforation, nephrolithiasis, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal distension, endometriosis, pelvic pain, abdominal pain and back pain outcome was unknown and the abdominal pain lower had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, nephrolithiasis, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff and healthcare communicated about essure removal : hysterectomy to relieve endometriosis and remove essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. 6 further adverse event case reports have been received to date with the referred batch, of which one case refers also to similar adverse types of events. No unusual pattern could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs received. Case become incident. Reporter information were added. Event injury to herself were deleted. Event : abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), perforation (uterus), bloating, kidney stones, endometriosis, pelvic pain, abdomen pain, back pain were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.